Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. The lens was exchanged for a shorter length lens and the problem was resolved. Cause of the event listed as device. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.